Event description:
Caller reported a cartridge alarm with the pump, specifically alarm 20. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer will use multiple daily injections as a backup therapy to ensure insulin delivery is not interrupted while waiting for the replacement pump.